Manufacturer narrative:
Device was used for treatment, not diagnosis review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Also, review of the raw materials used to manufacture this device has been performed and no issues were identified. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
It was reported that surgeon removed a broken 3.5 lcp reconstruction plate (245.061) from a patient¿s clavicle bone. The original surgery date was sometime in 2008. The plate broke at an unknown screw position. Also, there was no screw inserted in the hole position were the plate was broke. Reason for break is unknown. Patient was revised to a new reconstruction plate. This is complaint 1 of 1 for report (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Original surgery date was reported as sometime in 2008.